Event description:
Reporting status: malfunction. Reporting rationale: loose stent is known to cause or contribute to pt injury. Device issue: loose stent. It was reported the otw vision stent delivery system (sds) would not cross. Reportedly, there were no pt effects. No additional event or pt info is available. This event is being filed based on the returned device analysis which revealed that the stent was loose on the sds balloon.

Manufacturer narrative:
Results - a conclusive root cause could not be determined for the loose stent. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was dried contrast on the stent implant and in the inflation lumen and balloon. The stent implant was loose and partially deployed. The full length of the stent implant was smashed. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the inner and outer member 22 cm distal to the strain relief tubing. There was no other damage noted to the sds. There were no kinks or damage noted to the inner member or tip. The protective sheath was not returned. The tip seal length was measured and met mfg criteria. The stent's outer diameter measurements could not be taken due to the stents condition. Product performance engineering reviewed the incident info and the analysis of the returned device. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, interactions with other devices, device size selection, and accessory device support. The pt anatomy was not reported in this case, which may have aided the investigation. The analysis of the returned sds revealed that the stent was loose, a smashed and partially deployed on the balloon. However, visual inspection noted crimp marks evident on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. In this case, the presence of contrast on the stent implant, in the inflation lumen and the tightly folded balloon indicates that the device was prepped for use. This further suggests that, at some point, positive pressure may have been applied to the system, forcing the balloon and stent to slightly expand, and thus partially deploying the stent. It is possible that this could have affected the difficulties crossing the lesion, but it could not be confirmed if the sds was partially inflated during or after the procedure. Furthermore, dimensional analysis found that the tip seal length met mfg criteria, although the outer diameter of the stent could not be measuring due to the deployed ends and damage noted. Since, no damage was reported to the sds during product inspection prior to use, the subsequent damage to the stent likely occurred due to handling during or after the procedure as it was being returned for analysis. Although the pt anatomy was not reported in this case, a smaller sds was able to advance across the lesion, which suggest that the inability to cross appears to be related to circumstances of the procedure. However, since it is unknown when the stent became loose, damaged and partially deployed, a definite root cause for the reported difficulties experienced cannot be determined. Though, there does not appear to be any indication of a product quality issue. Also noted during the analysis was a kink in the inner and outer member, 22 cm distal to the strain relief tubing. Again, as no damage was reported during inspection prior to use, the device may have kinked during or after an attempt to cross the lesion, or possibly as a result of packaging and shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported difficulties. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot that could have contributed to this event. The MDR is considered closed by the product performance group.